Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's power cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had shut down twice and required a reboot to regain functionality. No patient serious injury or death was reported related to this event.